Event description:
Pt called to hospital to report high alarms primary driver, pts withelevated bp, switched to backup driver, problem continued. Pt intubatedby ems in route to hospital, out of hosp.driver removed and pt placedon hospital driver +response.